Manufacturer narrative:
The investigation for the low pump flow has been completed. Product and data logs were not returned for review. Based on clinical description, the root cause of low flow was most likely due to cannula kink. The cause of cannula kink was patient condition related.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 35-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, there was significant kinking at the catheter between the junction of the motor and the outlet during insertion. Initially pump flows were adequate but then slowly decreased only allowing the pump to flow at p-1 with flows of 0.3 liters. The decision was made to remove and replace the pump with another cp.